Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top left corner of his insulin pump screen was turning black. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the insulin pump was neither dropped nor bumped. The partial display does not occur all of the time either. The customer then mentioned that the insulin pump alarmed with multiple motor errors. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed self-test and displacement test. No missing segments noted during testing. Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unable to confirm motor error alarm due to compromised force sensor system alarm. Unit communicated with (B)(4) transmitter properly during testing. No lost sensor alarms noted during testing. Motor was tested outside the device and passed. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.